Event description:
The customer reported the ventilator failed the extended self test (est). The ventilator was not in use on a pt, therefore there was no pt harm or involvement. The MFR's service technician was able to duplicate the problem. During testing, the unit would not build pressure. The service tech replaced the 3 station solenoid to correct the problem. Extended self testing (est) and performance verification testing was completed and the unit passed per operating specifications. Upon factory failure analysis, testing of the 3 station solenoid revealed the exhalation solenoid was not functioning. Failure during pt use would be likely to cause or contribute to a death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Station solenoid.